Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 due to insulin pump. Customer's blood glucose was unknown. Customer had symptom of feeling very sick. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization. Customer would call back to completed troubleshooting.